Event description:
Caller states patient tested 200 mg/dl on the sensor system and 100 mg/dl on professional device within 10 minutes. A lab value returned as 92 mg/dl (timeframe between lab result and sensor result not provided). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).